Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/migration of essure device location of device-uterus, perforation (uterus).") In a 38-year-old female patient who had essure (batch no. A46169(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pelvic pain"). On (B)(6) 2013, 9 months 20 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic tubal ligation and removal of perforated essure device). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation and pelvic pain was resolving and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, pelvic pain and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Hsg afterward showed the right tube obstructed but the left tube open and the essure device did not appear to be in the tube. She had a repeat hst today and this essentially showed the same thing, so the left tube is still patent. (B)(6) 2013 - a repeat hysterosalpingogram was done in september of this year, which showed the same finding. Therefore the essure is not able to be relied upon for sterilization. Essure device perforated through the left fundal portion of the uterus with minimal adhesion formation to bowel, otherwise normal uterus, tubes, ovaries, appendix, liver. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: psychological /psychiatric problems: depression, mental anguish and pain events was added. On 01-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/migration of essure device location of device-uterus, perforation (uterus).") In an adult female patient who had essure (batch no. A46169) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic tubal ligation and removal of perforated essure device). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation was resolving. The reporter considered uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Hsg afterward showed the right tube obstructed but the left tube open and the essure device did not appear to be in the tube. She had a repeat hst today and this essentially showed the same thing, so the left tube is still patent. (B)(6) 2013 - a repeat hysterosalpingogram was done in september of this year, which showed the same finding. Therefore the essure is not able to be relied upon for sterilization. Essure device perforated through the left fundal portion of the uterus with minimal adhesion formation to bowel, otherwise normal uterus, tubes, ovaries, appendix, liver. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - lot number was added. Event "migration" was updated with event "perforation (uterus)". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent tubal ligation due to complications from the essure device). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2013: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.